Event description:
It was reported that during an orthopedic knee surgery, the staples did not form properly. A new device was used to complete the procedure. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.